Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done by completing the aspiration testing of the device. Test result showed that the device did perform as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a loss of aspiration occurred during use. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. The catheter was primed and started actively aspirating. After approximately 1 minute, the catheter stopped aspirating. The device was removed from the body and re-primed; however, no aspiration was noted. The procedure was completed with a different device. There were no patient complications and the patient's condition was well.